Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is out of electrical specification. Upper and lower cases are broken. Side bail covers, side bails, and ring bail are missing. Ring cover and lead flex cover are broken.

Event description:
.

Event description:
It was reported that when the external pulse generator (epg) was being checked out, it was noted some of the segments on the upper display are missing. The device was returned for service. There was no patient involvement.